Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that the patient's handset was stuck on 90% and they had to "fiddle around to get it to 100%" since they got the handset. Per the patient, they get one bolus per day. Patient services assisted the patient with clearing out the data on the handset. Troubleshooting steps taken with patient services resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported having the same problem as they did the last time they called. The patient noted the issue started up again maybe a month since last calling in. The patient noticed the handset was taking a long time to connect to the pump when they were trying to request a bolus. The patient confirmed the handset was lagging at 90% and would stop. The patient also had the same thing when trying to request a bolus. During the call the agent reviewed data and assisted the patient in deleting data. The patient was then able to connect to the pump with no lag at 90%.